Event description:
It has been reported that after the implantation of an artificial urinary sphincter it has been reported that the prosthesis inflatable penile (ipp) was explanted due to lateral deflection of the prosthesis. The patient was originally implanted with the penis prosthesis in (B)(6) 2016. In (B)(6) 2017, the patient was seen because he still could not get asexual act due to the lateral deflection of the prosthesis. An rx shows proper positioning of the prosthesis, but when preloaded in the glands towards the penile base, the left lateral deflection occurs. As a result, the patient entered a with low self esteem. To solve the problems, the original device was explanted and the patient was implanted with a new 18cm x 12mm ipp device with 100ml of reservoir. The piscine believed that the filling the entire cavernous body, when inflated, would give adequate rigidity to the patient, without deflection, allowing the sexual act. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.